Manufacturer narrative:
The sample was not received with the original packaging. No other component was received. Upon receipt, it appeared that the device was in two pieces. The device was evaluated. There was an apparent separation seen somewhere on the entirety of the tube. A breaking effect that appeared slightly jagged was noticed on the 19cm marking of the tube. Root cause could not be determined. All information reasonably known as of 22-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the tube (which was in a patient) was found in 2-pieces. It appeared to have been cut at about the 19cm mark, but no one reports having had scissors anywhere near the bed or anything suspicious that would explain it. It just fell apart. There was no reported injury. Additional information received 04-jan-2023 stated, the tube was found in the bed, and was discovered during removal when the registered nurse (rn) was changing the tube. The tube as placed on (B)(6) 2022 and was used for liquids only, it had been in place 8.5 days. There was no adverse event related to the incident.